Event description:
The pump was returned for investigation. Investigation revealed a dim, faded, and discolored display screen. This report is made based on results of investigation completed on 08/27/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2014 with the following findings: the text on the display screen was observed to be dim, faded and discolored at the maximum contrast setting. The bolus button cover and plug were observed to be detached from the pump, exposing the internal contact. No evidence of contamination or other anomalies was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.